Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pfs received. Pfs alleges that patient had concern of hip loosening. The patient was then revised for infection. It was also indicted that infection was on (B)(6) 2017- (B)(6) 2018 in which patient has had treatment of IV antibiotics, debridement and placement of antibiotic spacers. Doi: (B)(6) 2017. Dor: (B)(6) 2017; left hip.